Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator for the failure analysis and completed the investigation. Failure analysis confirmed/replicated the reported issue. This unit was installed onto the test system and the power led turned red. Bipolar led did not turn on and the unit cannot cut/seal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the e-100 generator and the vessel sealer extend (vse). The vse was not recognized by the generator. The customer switched to integrated electro surgical unit (iesu) to resolve the issue. The procedure was completed with no reported injury.